Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 5072-45 lead, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a normal generator change. The right ventricular (rv) lead impedance test was normal before defibrillation threshold testing, but high and undefined defibrillation impedances were noted during the testing. The lead was disconnected from the device and tested again the pacing impedance was noted to be high and undefined. The lead remains in the patient, out of service, and was replaced. No patient complications have been reported as a result of this event.